Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s touchscreen was found cracked when the user removed it from a pocket to announce a meal, after which the screen could not be unlocked; the problem involved a fracture affecting the touchscreen component, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.